Manufacturer narrative:
It was indicated that the device is not available for return. Because the device has not been received, a failure analysis of the complaint device could not be completed.

Event description:
Pm009 interrupt af clinical study, subject ID: (B)(6). It was reported after an ablation procedure using an intellanav mifi open-irrigated ablation catheter the patient experienced fatigue. The ablation procedure took place on (B)(6)2023 and the patient presented to the emergency room with fatigue and discomfort on (B)(6)2023. The patient was admitted overnight for observation. An x-ray and ECG were performed, and medication was administered. The situation was considered resolved and the patient was discharged on (B)(6)2023 with no further complications. The catheter is not expected to be returned as the adverse event occurred after the procedure had been completed.